Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 61 mg/dl, 122 mg/dl and 58 mg/dl. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.